Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Resistance was encountered possible due to scar tissue, when the exchange sheath was introduced in the arteriotomy. After completing step 3 (thumb advancer step), the clip was deployed successfully, however, the device became stuck and could not be removed from the wound track. The physician applied counter-pressure and forcefully pulled the device from the arteriotomy. Manual compression was used to achieve hemostasis. There were no reported pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The pt and device codes were coded by the MFR. Pt codes: 1738 & 2519 labeled. Device codes: 1528 & 2578 labeled. Internal file number - 102590/2: eval summary: the returned device was fully clip deployed. The external observations were normal with the exception of the vessel locator wings (vlw). The vlw were protruding out the distal end, severely bent and not collapsed into the tube set. The damage detected to the vlw is consistent with distal force being applied during deployment and/or device removal. No mfg issue was detected. Although the presence of scar tissue may have been a contributing factor, we were not able to determine a root cause for the difficult removal condition based on the investigation findings. A review of the device history record for this lot did not produce any findings that were relevant to this investigation.